Event description:
Procedure type: billroth ii subtotal gastrectomy with gastro-jejunostomy. According to the reporter: the initial operation was performed in 2008. The stapler was used to cut and staple the duodenum. Post-operatively, the surgeon found an anastomotic leak on the duodenal stump. The leakage was found using an esd (esophageal-gastro-duodenum) scope. The pt was then reoperated on.